Manufacturer narrative:
The device was not returned for evaluation. Should additional information become available, a supplemental report will be submitted. Device not returned.

Event description:
Surgeon revised a mako pf to a mako tka. Original surgery was (B)(6) 2014. Due to pain.